Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4k1223); sigpshell, sig power sigpshell control shell, (lot # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during gastrectomy, the firing stopped midway. The powered stapler stopped on or about 1/3 and there was a information that the blade retracted to normal on its own. A new cartridge was used to continue the firing from the position where the firing was stopped. There was no patient injury.